Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The bacterial peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the bacterial peritonitis event. The cause of the bacterial peritonitis was reported to be due to the patient being in a poor environment, but as no specific use error was reported, the cause of the bacterial peritonitis is assessed as unknown. Treatment for the bacterial peritonitis event was unknown. Dianeal therapies were ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as onset, the patient began treatment for the peritonitis with cefazolin (two grams per day) and gentamicin (80 mg per day) intraperitoneally (ip). Three days later, treatment with cefazolin and gentamicin was discontinued. The following day, the patient began treatment for the peritonitis with vancomycin (one gram per day) and amikacin (300 mg per day) ip. Twenty seven days later, treatment with vancomycin and amikacin was discontinued. On the same day, the patient was recovered from the event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.